Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 dissection tip broke inside the patient's leg. The pieces were retrieved from the original incision. This occurred at the end of the dissection process. The procedure was completed with this device. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Maquet cardiovascular received the device on 01/27/2010. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B) (4).